Manufacturer narrative:
A boston scientific technical services consultant discussed device longevity and indicators with this caller. The device remains implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) on (B)(6), 2010. Today, a charge time of 24.8 seconds and a monitoring voltage of 2.45v was reported. The caller expressed concern regarding the extended charge time and wanted to know how much longer the device was last. No adverse patient effects have been reported.

Manufacturer narrative:
The device was explanted and replaced three weeks later for normal battery depletion. The device was not returned for testing.